Manufacturer narrative:
One level 1 hotline low flow system was returned with wear and tear on the front cover, enclosure, plate clip, pole clamp, power switch with faded symbols, cracked tank cover, and faded line cord. The tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported issue was able to be confirmed. The issue was caused by a cracked tank cover. The tank cover was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was leaking water. There was no reported adverse event.